Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during the dwell stage. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. While the patient reported that they had connected to a line that was not primed completely, the alarm occurred during dwell 4, which is an unlikely cause for the alarm. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.

Event description:
It was reported to baxter's service center that a system error (se) 2240/2367(air in set) had occurred the previous night in cycle 4 on the homechoice (hc); the home patient (hp) was connected. The technical service representative (tsr) explained the alarm to the caller. The caller said they had disconnected the hp and discarded the supplies. The caller would contact the registered nurse (rn) regarding the air detect alarm and the hp being connected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. Upon completion of baxter's investigation, or if additional relevant information becomes available, then a follow up MDR will be submitted.